Manufacturer narrative:
IFU was reviewed and it includes hypotony as known complication and adverse reaction. The device history record for the lot reported was reviewed and no issues were observed. Product was manufactured, inspected, and released in accordance with procedures. Dr. (B)(6) experienced graft failure; however, the surgeon was able to intervene prior to leaving the o.r. The sample is not available for evaluation and we are not able to determine the cause of failure.

Event description:
Low iop and graft failure.